Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2018 a peritoneal dialysis patient reported during troubleshooting to technical services of observing a fluid leak two days earlier. Patient continued using the cycler until the time of the tech support call. There was no report of additional fluid leaks being observed. Patient was advised to discontinue use of the liberty select cycler and to contact the clinic nurse. Patient indicated that treatment would be completed with continuous ambulatory dialysis. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.